Manufacturer narrative:
As reported, the patient presented with an infection two day post implant of the pre-shaped mesh. Based on the information provided, no conclusions can be made as to the degree to which the device may have caused or contributed to the postoperative infection. Infection is a known risk of surgery and is considered foreseeable and clinically acceptable in terms of patient benefit when treated with mesh. Regarding infection the warning section of the instructions-for-use supplied with the device states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 999 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a unilateral inguinal hernia repair on (B)(6) 2025 the patient was implanted with a pre-shaped mesh. It was reported that infected exudate appeared at the incision site on (B)(6) 2025. Reportedly, the patient underwent immediate incision drainage and was treated with IV antibiotics. The patient was discharged on (B)(6) 2025.